Manufacturer narrative:
Investigation included technical support troubleshooting and user education on proper blood glucose entry and pump operation. Investigation of this case revealed user error related to failure to enter a blood glucose value following a dosing stopped alert. It was concluded that the device functioned as designed and the event was attributable to use error, with dosing resuming successfully after guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia to 285 mg/dl after the pump issued a dosing stopped alert and no blood glucose value was entered, which resulted in suspended dosing until customer care guided the user to enter a fingerstick value and resume dosing; the user was at a healthcare facility for a non-diabetes reason and a nurse planned to administer subcutaneous insulin via pen, after which the user was instructed to disconnect from the pump for at least two hours. Symptoms included no reported clinical symptoms. Outcomes included manual intervention with subcutaneous insulin and temporary interruption of automated dosing.